Event description:
It was reported that when the stimulation was turned on, the patient experienced a lot of pain and a shocking feeling from the stimulation area down to the implantable neurostimulator (ins); a six inch area that was getting worse since a fall. The ins was turned off, however, she still had shooting pains in her legs that oral morphine was not helping. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-56, lot # v338569, implanted: (B)(6) 2010, product type lead; product ID 3888-56, lot # v433259, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot # v378301, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot # v378301, implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010-04, product type extension.

Event description:
Additional information received reported that the cause of the event was unknown. No abnormal impedance values were measured. No surgical intervention or hospitalization was required. A reprogramming session conducted on (B)(6)-2012 increased the patient's stimulation amplitude on all 4 of her programs. In addition, the rates were increased from 9 hz to 30 hz. Good coverage was received, and no further problem was noted since.